Event description:
It was reported that on (B)(6) 2014, the surgeon performed an anterior lumbar interbody fusion (alif) surgery due to a non-union of a vertebral-tr spacer from a previous transforaminal lumbar interbody fusion (tlif) surgery, date unknown. Upon removal, the vertebral-tr spacer was noted to have a fracture. It is unknown if the fracture in the spacer occurred during high speed drilling during removal or if it existed prior to the alif surgery on (B)(6). The surgeon inserted a synfix spacer, placing the first two screws without incident. After rotating the handle of the synfix mini-open fixed handle aiming device, the surgeon attempted to loosen the handle but it was too tight, and the rubber handle of the guide was loose and just kept spinning. At the same time, the tip of the guide snapped while it was still in the spacer, while in the patient. The surgeon was able to replace the handle and the guide, and back the tip out with no retained pieces or fragments. The procedure was completed without incident. The surgeon then flipped the patient and replaced the matrix hardware from the initial tlif surgery. There was a surgical delay of 1 minute and the procedures were successfully completed without any harm to the patient. This is report 2 of 5 for (B)(4), specific to 1 unknown vertebral-tr spacer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown vertebral-tr spacer without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.